Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited backup vvi due to power-on-reset related issues. No device intervention was performed. The patient's condition was unknown.